Event description:
It was reported that there was high impedance and confirmed fracture on the right ventricular (rv) lead. It was noted the lead insulation was damaged near from the lead end and the sensing could not be measured (no signal). The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).